Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies and resumed insulin delivery. System check was performed and no issues were identified. Reportedly, the customer is using apidra insulin. The customer's blood glucose was 205-364 mg/dl.